Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to (B)(6) bactermemia due to septic bursitis as well as device infection. The patient was treated with antibiotics and the device system will be replaced once the infection has cleared. No further patient complications have been reported as a result of this event.